Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the patient reported worsening lumbar/lower extremity pain following previous visit on (B)(6) 2020 . At that time, a catheter access port dye study was performed, revealing an occluded catheter. The catheter access port dye study was ordered secondary to numbness. The patient will be scheduled for a catheter revision. On (B)(6) 2021 the catheter was spliced, replacing the spinal segment and the catheter tip was repositioned from t4 to t6. On (B)(6) 2021 the patient reported no improvement following catheter revision. The pump was reprogrammed where the intrathecal (it) rate was increased. The patient reported managed pain on (B)(6) 2021 . The outcome of the event resolved without sequelae on (B)(6) 2021 . The device diagnosis was catheter occlusion. The clinical diagnosis was decreased therapeutic effect. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
Device available for evaluation: product ID: 8782, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 23-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen (unknown dose and concentration), compounded fentanyl (unknown dose and concentration), and compounded clonidine (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2021 the patient was scheduled fora catheter revision secondary to an occlusion. During the revision, surgical observation revealed that the catheter had migrated to t4. The catheter was repositioned to t6. The outcome of the event resolved without sequelae on (B)(6) 2021. The device diagnosis was catheter dislodgement and the clinical diagnosis was uncontrolled pain. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021. No further complications were reported.